Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons were not responding and screen was blank as well as stuck button alarm. The customer blood glucose level was 122 mg/dl. Customer was assisted with troubleshooting. Customer states they did not press a button down for 3 minutes or longer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent keypad unresponsive due to corroded keypad traces at keypad flex fingers. No unexpected blank display anomaly noted. Device received with cracked retainer and fading serial number label. Device passed the displacement test and self test.